Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were reproduced. The false messages were found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusin message when no occlusion was present. There was no patient involvement.